Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 initial= 1094.6 miu/ml (positive= > or =25.00 miu/ml) / repeated= 1.65 miu/ml (negative=< or=5.00 miu/ml) there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) observed crystal on the pipetting opening. The wz manifold with valves, bonded nozzle (part number 7-96263-04) was deemed the likely cause for the issue as the part was contaminated/dirty. The cleaning of the wz manifold with valves, bonded nozzle was determined the issue resolution. A review of the architect I processing module, serial number (B)(6) service history found identified no additional tickets regarding false positive architect b-hcg patient results. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for wz manifold with valves, bonded nozzle. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect i2000sr service and support manual contained adequate information for the troubleshooting the part. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6), or wz manifold with valves, bonded nozzle.

Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 initial= 1094.6 miu/ml (positive= > or =25.00 miu/ml) / repeated= 1.65 miu/ml (negative=< or=5.00 miu/ml) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.